Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. It was previously noted by the device clinic that the right atrial (ra) lead failed to sense. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.